Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely damage due to deterioration, deformation, or some kind of physical stress without any design or manufacturing issue, led to the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rhino-laryngofiberscope exhibited a chip on the bending section cover adhesive. There was no patient involvement.